Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The concentration, dose, lot number, and therapy dates were not provided. The indication for use was intractable spasticity/other spasticity. Following emergency surgery to replace the pump due to a pump flip in (B)(6) 2012 (see manufacturer's report # 3004209178-2015-17589) the patient developed a staph infection and had to have a total device system explant. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.